Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A cine was received and reviewed by an abbott vascular clinical specialist (referenced in echo file: (B)(4)). Of the three (3) images provided the second image appears to show the ¿unusual¿ proximal edge of the deployed esprit scaffold in the posterior tibial (pt) vessel. This scaffold was deployed first. The report states that ¿a 3.75x38mm esprit btk system was advanced to treat the tpt (tibioperoneal trunk) however resistance was met as the scaffold was advanced too far and was interacting with the proximal edge of the previously implanted 3.0x38 scaffold.¿ per the instruction-for-use (IFU) the following information is provided: section 12.5: delivery procedure, #9. Note: when deploying multiple scaffolds within the same vessel, it is recommended to deploy distally to proximally to minimize passing devices through recently deployed scaffolds. It does appear that the physician followed these instructions but inadvertently interacted with the proximal edge of the previously deployed scaffold, located in the proximal pt, causing damage or misalignment of this scaffold. Interactions with a deployed scaffold by any interventional equipment should be avoided as unintended damage may occurs, as reported by the user. The root cause of this event it does appear to be an unintentional scaffold interaction with the previously deployed scaffold causing some form of damage to the first deployed scaffold. In this case, it appears the reported difficulties appear to be related to operational context of the procedure as it is likely the advancing 3.75 x 38 scaffold interacted with the implanted 3.0x38 scaffold causing the reported crossibility issues (difficult to advance). The implanted scaffold was damaged by the interaction resulting in the reported device damaged by another and material deformation of the stent. Additionally, the reported treatment of balloon dilation appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat lesions in the tibioperoneal trunk (tpt) and posterior tibial artery (pt). A 3.0x38mm esprit btk scaffold was implanted in the pt. A 3.75x38mm esprit btk system was advanced to treat the tpt however resistance was met as the scaffold was advanced too far and was interacting with the proximal edge of the previously implanted 3.0x38 scaffold. The 3.75x38 esprit was pulled back and implanted in the tp trunk without issue. The proximal edge of the 3.0x38 scaffold looked ¿unusual¿ per angiography therefore a balloon catheter was advanced however it would not advance past the proximal edge of the scaffold. The physician decided to get pedal access and deliver a balloon retrograde to open the proximal edge of the scaffold. The scaffold was able to be dilated without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.